Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the procedure was completed by replacing the microcatheter. The cause of the catheter rupture was determined. Upon injection of the liquid embolic agent into the apollo, there was resistance. Injection was continuous. The injection rate was followed as indicated in the competitor's IFU. The event did not require medical intervention. It was noted that the subject was currently in good condition.

Event description:
Additional information received that the surgeon suspected that the cause of the rupture of the microcatheter was that the blood vessel was tortuous, and the delivery at the bend caused the rupture of the microcatheter detachment area.

Manufacturer narrative:
Product analysis #706393527:¿ equipment used: vis (m-78210) ¿ as found condition: the apollo micro catheter was returned for analysis within a shipping box, a plastic bio-pouch, an opened apollo inner pouch (b507011), and a dispenser coil. ¿ damage location details: no damages were found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter detachable tip was found intact. No damages were found with the apollo catheter distal tip. The surface of the apollo catheter was examined under magnification, no ruptures or punctures were found. ¿ testing/analysis: the apollo micro catheter was flushed, water exited from the distal tip. No leaks were detected. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter leak¿ and ¿catheter rupture¿ reports could not be confirmed. No ruptures or punctures were found. In addition, no leaks were detected during testing. The cause of the reported event could not be determined as no defect was found with the returned apollo micro catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the apollo catheter ruptured during the angiogram. The patient was undergoing an arteriovenous malformation embolization for treatment of an arteriovenous malformation (avm). The accessed vessel was the femoral artery with a diameter of 10 mm. It was noted the patient's vessel tortuosity was minimal. It was reported that the patient's arteriovenous malformation was treated with neuro interventional therapy, and the blood vessels were extremely tortuous. The apollo microcatheter was in place under the guidance of guidewire, the contrast agent smoked, and the contrast agent was found to leak from the detachment point. The surgeon said that there was a quality problem with the microcatheter product and would not be charged. It was reported the catheter ruptured during angio. The catheter was ruptured (intact). The rupture was located in the distal section. The injection rate was normal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.